Event description:
End user states one of the legs on her walker is loose and cannot be fixed per the dealer. Consumer cannot get a dealer to warrany her walker. There is no report of ill effect. The user was contacted however no further information has been received.